Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported complaint for the thermogard console powered off was confirmed during the functional testing and archive review. However, the burning smell reported by the customer could not be confirmed during the console testing. The root cause of the reported complaint was due to the defective power supply as a result of normal wear and tear. The thermogard console was manufactured in february 2016 and it is nearing expected serviceable life of 5 years. Upon visual inspection, a broken power module was observed, unrelated to the reported complaint. This type of physical damage is likely attributed to mishandling and/or wear and tear. The power module was replaced to address the damage. The thermogard console failed to power up during the functional testing. The defective power supply was replaced to remedy the problem. After replacing the defective part, the event log was reviewed and noted the occurrence of the mid:16 (software) error message around the reported event date likely due to the unusual shutdown of the system. Thus, confirming the reported complaint. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
It was reported that a burning smell was noted coming from the thermogard xp ivtm system (sn (B)(4)) and it powered off. The console does not power on anymore. Patient use information was requested but no additional information was provided, therefore patient use is unknown.